Event description:
Pdc(our importer) received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 5:00am. Patient's mother (hz) stated that the reading on the prodigy meter was not correct because of the symptoms patient was displaying. Patient was sweating profusely and displaying symptoms of confusion and disorientation. The reading on the prodigy meter at the time of the event was 115mg/dl. Paramedics were called and after arriving, tested patient's blood glucose with a result of 30mg/dl. While waiting on paramedics, patient was given milk & cookies and glucose tablets to raise his blood sugar level. Approximately 5 minutes passed between testing with the prodigy meter and paramedic's meter. Patient was not transported to ER. Paramedics administered sugar water IV to patient. Paramedics attended to patient for around 45 minutes. Pdc sent prepaid envelope requesting return of suspect system.